Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 16-feb-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine (25mg/ml at 11.5mg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient was having withdrawal symptoms, nausea, and an increase in pain for about 3 weeks, relative to (B)(6) 2018. The cause of the event was not determined. The pump and catheter were replaced on (B)(6) 2018. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
At interrogation, the pump was programmed to deliver morphine (25mg/ml at 0.154mg/day). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable catheter (serial # (B)(4)) identified an area where the catheter had been abraded. The abrasion had breached the inner lumen of the catheter and a leak was developed. Analysis of the implantable pump (serial # (B)(4)) identified residue in the motor gear train and wearing on the upper shaft of gear two and the lower shafts of gear two and the rotor magnet. If information is provided in the future, a supplemental report will be issued.